Manufacturer narrative:
Title one-year outcomes of infants born with congenital diaphragmatic hernia: a national population cohort study source arch dis child fetal neonatal ed, volume 104, 2019 (f643¿f647) date of publication: 1 june 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (october 2018 to june 2019) this study aimed to evaluate the outcomes up to one year for infants born with congenital diaphragmatic hernia (cdh) that underwent surgical intervention. Post-operative morbidity following patch versus primary closure along with biological versus synthetic patch material were reviewed. Hernia recurrence was reported in 2 patients. Specific biological patch used was not reported in these events, and also the majority of infant deaths in babies born with cdh occur before surgical correction.